Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was difficult to remove and caused bleeding. It is unknown if a medical intervention was done. Per additional information received from the complainant via email on 18-sep-18: the bleeding stopped on its own. The nurse stated that while removing the balloon it became stuck at the external meatus. The rn noted the balloon folded back on itself creating a ridge.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove and caused bleeding. It is unknown if a medical intervention was done. Per additional information received from the complainant via email on 18-sep-18: the bleeding stopped on its own. The nurse stated that while removing the balloon it became stuck at the external meatus. The rn noted the balloon folded back on itself creating a ridge.